Event description:
Lidocaine IV infusion 2gm/500ml dextrose 5 in water to infuse at 30ml/hr. Infusion was initiated at 315am, and IV lidocaine infused at 130ml/hr for approx 45 minutes. Pt had seizures and vomiting and was transferred to ICU for observation. Infusion was set at 30ml/hr and was observed by nurse at 30ml/hr. At 11am when pt was seizing, nurse noted rate at 130ml/hr. Unknown as to how rate changed.